Event description:
The customer reported that the paddles were not discharging.

Manufacturer narrative:
The evaluation of this failure is based on info provided by the customer. The paddle was disposed of at the customer site.